Event description:
The caller states they had a scs from bsci "go bad in me that burned me from the inside out". Pt states they were burned in their arms all the way down to their hands, pt had to have surgery including a laminectomy all the way to head. Pt states it ruined their life and now pt has been on increasing amounts of opiates due to pain. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).